Manufacturer narrative:
The customer contacted siemens customer care center (ccc) and reported that a discordant calcitonin (cal) result was obtained on a single patient sample on an immulite 2000 xpi instrument. The customer performed repeat testing twice with the same sample with both repeats resulting higher. Siemens reviewed the instrument support files to determine if there was a potential level sense issue as a contributing factor for the discordant sample result. After review, siemens determined that sample level sensing issues could have contributed to the questionable cal result based on the delta differences observed in the instrument diagnostic files. In conclusion, it could not be ruled out that pre-analytical sample variables potentially contributed to the questionable sample result based on the fact that only two results were affected. The customer system is operational. The cause of the discordant cal result is unknown. The instrument is operating within manufacturing specifications. No further evaluation of the device is required. MDR 2247117-2019-00079 was filed for the same event.

Event description:
The customer contacted siemens customer care center (ccc) and stated that a discordant calcitonin (cal) result was obtained for a single patient sample on an immulite 2000 xpi instrument. The discordant result was reported to the physician(s) and questioned. The customer performed repeat testing twice with the same sample, with both repeats resulting higher. It is unknown if the repeat results were reported to the physician(s). It is unknown if the repeat testing was performed with the same or alternate instrument. There are no reports of patient intervention or adverse health consequences due to the discordant cal result.